Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 148mg/dl at the time of the event. Also reported the bolus that customer didn't do and reported possible hacking allegation. Troubleshooting was performed. Auto mode feature was active at the time of the event also, pump was used with in the 48 hours of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Per (B)(6) ¿ r&d engineer here is the analysis. (Please see attached email for highlighted information). Based on the info highlighted in the complaint text below, the bolus of 5 u for 71 carbs was programmed on oct 1st , 2023 at 9:59am and was successfully delivered ~3 min later: (B)(6) 2023 09:59:31.000 mealwizardestimate (62) eventtype = 62 sourceid = 128 historyrecordlength = 32 systemtime = (B)(6) 2023 09:59:31.000 mealwizardunitsandglucosesource: 4 => { glucoseunits: mgperdl (0) carbunits: grams (0) glucosesource: sg (1) } glucosevalue: 188 foodinput: 71 71 carbs glucosecorrectionbolusestimate: 0 foodbolusestimate: 50000 mealwizardestimate: 50000 5u currentcarbratiounits: 140 (B)(6) 2023 09:59:31.000 normalbolusprogrammed (21) eventtype = 21 sourceid = 128 historyrecordlength = 22 systemtime = (B)(6) 2023 09:59:31.000 bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) bolusnumber: 10 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 50000 (5 u) activeinsulin: 27000 (2.7 u) (B)(6) 2023 10:02:51.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 10:02:51.000 bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) bolusnumber: 10 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) activeinsulinatprogramingtime: 27000 (2.7 u) here are the corresponding keypresses from long traces: (please see attached email for corresponding keypresses). Conclusion: the 5u bolus was programmed and its delivery was initiated by keypresses (I assume the user activities). The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were 225 boluses listed on the event date 01-oct-2023 in the pump history file. Please see the first 10 boluses below. (B)(6) 2023 00:01:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6) 2023 00:06:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 3500 (0.35 u) bolusamountdelivered: 3500 (0.35 u) (B)(6) 2023 00:11:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6) 2023 00:16:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6) 2023 00:21:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2023 01:26:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2023 01:31:34.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2023 01:36:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4250 (0.425 u) bolusamountdelivered: 4250 (0.425 u) (B)(6) 2023 01:41:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6) 2023 01:46:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u) please see below for the 5 unit bolus listed on the event date 01-oct-2023 in the pump history file. (B)(6) 2023 10:02:51.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 10:02:51.000 bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) bolusnumber: 10 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) activeinsulinatprogramingtime: 27000 (2.7 u) there was no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date 01-oct-2023 in the pump history file. (B)(6) 2023 10:19:35.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-oct-2023 in the pump history file. (B)(6) 2023 09:21:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 14:48:33.000 batteryremoved (55) (B)(6) 2023 14:48:33.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 14:48:54.000 batteryinserted (44) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert (780) not confirmed. The pump passed the functional testing. Cybersecurity - hacking allegation (unexpected 5 unit bolus) not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.